Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that a broken shaft occurred. The target lesion was located in the moderately calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon monorail was selected for use. During unpacking, difficulty removing the balloon protector from the balloon was encountered. It was then noted that the mid shaft of the catheter was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft polymer extrusion was broken at the guidewire access port. The balloon protector was still attached to the device upon its return. Negative pressure could not be applied to remove air from the balloon as the shaft had detached at the guidewire exit port. Resistance was encountered as the balloon protector was removed from the device. The internal diameter of the balloon protector was analyzed and no issues were noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. It was also observed that the shaft polymer extrusion was broken at the guidewire access port. There was evidence of material resistance at both break sites. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a broken shaft occurred. The target lesion was located in the moderately calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon monorail was selected for use. During unpacking, difficulty removing the balloon protector from the balloon was encountered. It was then noted that the mid shaft of the catheter was broken. The procedure was completed with another of the same device. No patient complications were reported and the patients¿ ;tatus was good.